Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical service (gts) regarding a check heater line alarm that appeared on the home choice (hc) during fill 1. The hp stated he checked everything and it looked fine. Gts assisted the hp with troubleshooting. The hp stated the alarm repeated. Gts advised the hp to start over with all new supplies and further assisted the hp with ending therapy. On (B)(6) 2011, product surveillance spoke with the hp who said that he did not notice anything unusual with any of the supplies or the setup. The hp further reported there was air in the lines. The hp said that he resumed therapy with the new supplies. No patient injury or medical intervention was reported.